Event description:
It was reported by the patient that their device has failed on them three times and claims they have been lightheaded and received a shock. The patient noted that they have not had a device check for five months as they have been incarcerated. The patient was currently at the hospital. Follow-up was conducted with the clinic and from the information obtained it the clinic stated that the patient has been non-compliant with follow-up visits since device implant on (B)(6) 2014 and therefore was released from practice on (B)(6) 2014. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.